Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 549 mg/dl. The customer's blood glucose was 242 mg/dl at the time of call. The customer stated that they treated the high blood glucose by bolus. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer also reported that the insulin pump alarmed failed battery test. The customer stated that the failed battery test alarm did not recur after troubleshooting. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Device passed all operating currents tested within the specific range and passed off no power test. Device was monitored and tested with no low battery alert, failed battery test and low suspend alarm noted.